Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings:the keypad was found to be intact; no damage or peeling was observed. The complaint of a keypad response issue was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked starting from the top. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.